Event description:
It was reported that the device had no voice. There was no pt involved in the reported incident.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to software corruption. After re-installing the software, the device worked properly. The customer received a replacement device.